Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: unit returned with its original pouch. The unit returned has coil unraveled. The device has the distal tip broken from the ballweld by tension overload, also it has the coil unraveled, the ballweld was not returned. Also it has the wire kinked in the middle of the device a near to the proximal section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 22-oct-2015. It was reported that guide wire unraveling occurred. A 035/145 amplatz super stiff guide wire was advanced to the target lesion. However, the outer shell of the wire coiled during the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the distal end of the guide wire broke.